Event description:
It was reported that the patient was not able to use the purewick female external catheter, patient was very sensitive, and it was breaking the patient out and was very rare down there and now has 4 urinary tract infection in a row. Patient said doctor office stated not to use it to get it all cleared up. It was noted that the patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. As per follow up received via phone on (B)(6) 2022, it was stated that the patient was now using a foley catheter in order to help the affected area heal. The patient did have urinary tract infections and was at the hospital. The patient received antibiotics thru the intravenous and they was sent home with some oral antibiotics also. It was unknown if the purewick female external catheter caused the urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site". " recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. Assess device placement and patient¿s skin at least every 2 hours. Replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was not able to use the purewick female external catheter, patient was very sensitive, and it was breaking the patient out and was very rare down there and now has 4 urinary tract infection in a row. Patient said doctor office stated not to use it to get it all cleared up. It was noted that the patient had been using this product for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection. As per follow up received via phone on (B)(6) 2022, it was stated that the patient was now using a foley catheter in order to help the affected area heal. The patient did have urinary tract infections and was at the hospital. The patient received antibiotics through the intravenous, and they were sent home with some oral antibiotics also. It was unknown if the purewick female external catheter caused the urinary tract infection.